Manufacturer narrative:
H3: visually, there was no damage in the construction of the device observed by the unaided eye. Functionally, a syringe was used to inject 20cc of air into the cuff balloon and the cuff inflated and deflated with no issues. The cuff was re-inflated and deflated multiple times and no leaks were observed. For further analysis, a leak test was performed by submerging the device in water and bubbles (leakage) were observed at the valve on the proximal end of the device. Under magnification, there was a small opening between the inflation luer and pilot balloon. In the returned condition, there was an out of specification condition that was related to the complaint. H6: codes are updated. Previously updated fdm b17 and fdr c20 are no more applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Please note that the involved device is not marketed in the united states; however, it is similar to the united states marketed device (brand name: nim® emg - endotracheal tube - nim flex¿, product description: endotrach tube 8229980 5pk 8mm emg flex). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during procedure the cuff itself is damaged and there was air leakage. User changed to other emg tubing. There was no patient impact.

Manufacturer narrative:
H6: code is updated. Previously submitted fdc d16 is no more applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.